Event description:
Information received from the field notes ventricular lead dislodgement. The device had temporarily been programmed to aai as the patient had conduction. A lead repositioning was successfully performed.